Event description:
It was reported that the distal end of the huber needle tubing fell off. Tubing looks like it was cut with scissors. (B)(6) 2019: updated info: patient's father stated "event happened while patient was at school. I noticed it 10/26 prior to evening infusion because the end was completely missing. The tip/end piece of the needle part was later discovered in a classroom. "

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the distal end of the huber needle tubing fell off. Tubing looks like it was cut with scissors. 12/02/2019: updated info: patient's father stated "event happened while patient was at school. I noticed it (B)(6) prior to evening infusion because the end was completely missing. The tip/end piece of the needle part was later discovered in a classroom."